Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 400 mg/dl; cause was unknown. Elevated bg was addressed by consuming carbohydrates, then going to the hospital. Reportedly the customer received intravenous intervention of saline and insulin. The patient could not remember the dates or duration of hospitalization.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.